Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the speaker was not working. The device did not produce sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). A philips distributor went onsite and confirmed that the speaker was not working. The speaker assembly was replaced to resolve the issue.